Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the left anterior descending (lad) artery. A 2.8x19mm graftmaster covered stent was advanced; however, it failed to cross the lesion due to the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A 2.8x16mm graftmaster covered stent was able to cross to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Additionally, it was noted that the balloon folds were relaxed, indicating the balloon was subjected to pressurization. The stent implant was dislodged from the balloon and returned entirely off the sds. There were crimp marks visible on the balloon between the balloon markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The middle portion of the stent implant and nylon sleeve was smashed (indented). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. It is likely the device interacted with the heavily calcified, heavily tortuous lesion during advancement, causing the reported failure to advance, observed material deformation (stent damage) and smashed nylon sleeve. Further interaction with the challenging anatomy during retraction of the device likely contributed to the observed stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.